Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead helix would not stay retracted during the implanted surgery. The lead scratched the inside of the patient's blood vessel. Lead was replaced with another one. Patient condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.